Manufacturer narrative:
The autopulse platform s/n: (B)(4) was returned for evaluation. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4). Visual inspection was performed and found the standoff posts broken, corrosion on the top cover, and damage to the encoder cover, motor cover, and the patient head restraint brackets. The primary complaint was confirmed. Review of the archive data found multiple user advisory (ua) 41 (patient temperature sensor failure) messages on the day of the event (7/18/2016). Since the ua 41 message appeared upon powering on the device, functional testing could not be performed. Unrelated to the complaint, further investigation revealed an intermittent fault between the temperature sensor connector and the power distribution board (pdb) connector. To resolve the primary complaint, the temperature sensor was replaced and the device was functionally tested. During testing the device was evaluated with a lrtf (large resuscitation test fixture, equivalent to (B)(6) pounds patient) for approximately 45 minutes. No faults were found; the primary complaint could not be replicated. Additional repair was completed unrelated to the reported compliant to ensure that the autopulse platform is functional without issue. The pdb and process board were updated and the damaged parts observed during visual inspection were replaced. The autopulse platform is a reusable device and was manufactured on (B)(4) 2004. Therefore, this type of complaint and the physical damages found during visual inspection are characteristic of normal wear and tear for the life of the device. The platform passed all final testing criteria.

Event description:
On (B)(6) 2016, it was reported during a code, the autopulse platform serial number (B)(4) was powered on and immediately user advisory 41 (patient temperature sensor failure) was displayed. The responding crew powered off the device then back on, with the same result. Subsequently, the responding crew reverted to manual CPR. No known patient consequences was reported. According to the reporter, during shift check that morning, the crew rotated the batteries as usual and powered on the device. No issues/messages were observed. Following the event, the reported issue was reproduced when it was brought back to the station.